Manufacturer narrative:
D10: concomitants: (B)(6),170-36-03 - biolox delta femoral head 36mm od, +3.5mm, (B)(6),180-65-30 - alteon 6.5mm screw, 30mm, (B)(6), 186-01-52 - integrip cc, cluster 52mm, g2, (B)(6), 188-01-07 - wedge plasma x/o sz 7. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 72 yo female patient, initial right hip implanted in (B)(6) 2017, underwent a revision procedure in (B)(6) 2025, approximately 7 years 10 months post the initial procedure. The patient presented to the surgeon¿s office with poly wear, which was shown on an x-ray, and a recalled implant. The patient was scheduled for a revision of the right hip. The patient had an acetabular poly liner and femoral head swap. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are not available for return. They were discarded by the hospital. A device image was provided. No further information.

Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.